Event description:
While in the middle of a lobectomy, the gia universal jaws would not close around the tissue. A new gun was put into service and it worked without any problems. The manufacturer response for stapler, surgical, gia universal is that a qa analysis is being done on the device.